Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. It was reported that patient had not been seen since 2015 and patient was either not responded to their communication or cancelled appointment. There was no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported a suspected end of life. The healthcare professional (hcp) stated they were turning to turn off the implantable neurostimulator (ins) for an MRI. The hcp stated that they were unable to communicate with 2 different patient programmers. The patient reported they did not remember the last time felt therapy sensation. It was noted the patient needed an MRI. There were no further complications that have been reported as a result of this event. The indication for use is unknown.